Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date unknown. It occurred (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with hardware on the lateral (fibula) side and the medial side to treat an ankle fracture in (B)(6) 2018. On the lateral side, the patient was implanted with a titanium 2.7mm/3.5mm fibula plate 4 or 5 hole, 2.7mm locking screws, 3.5mm locking screws and 3.5mm cortex screws. There was an approximate total of seven (7) screws. The quantity of each screw is unknown. On the medial side, the patient was implanted with 4.0mm partially threaded cancellous screws, quantity of 2. On an unknown date, patient¿s wound began to open on the lateral side, resulting in exposure of the plate. Patient complained of pain. Patient was being treated at a wound care clinic try to stimulate growth of the skin to close the exposed plate. It was initially determined that patient would undergo revision surgery on (B)(6) 2018. All hardware on the lateral side was removed. Patient was not revised to any additional hardware as the patient healed on the lateral side. Surgeon believes patient may have healed on the medial side, however, was unsure and decided to remove all hardware and revised patient to a 3.5mm hook plate, 3.5mm cortical screws, approximately four (4) and one (1) 3.5 locking screw. All hardware on the lateral and medial side were easily removed. There was no surgical delay. Routine intraoperative x-rays standard for the procedure were taken. Surgeon cultured the lateral side on (B)(6) 2018. The treatment was not successful. Culture was subsequently taken from wound he surgeon said the culture came back positive for staph contamination, which he said was expected with an open wound. There was no allegation of a malfunction of the plate. This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: unknown quantity of unknown locking screws, unknown quantity of unknown cortex screws, unknown quantity of unknown cancellous screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.